Event description:
It was reported that the universal modular electric/battery single trigger handpiece failed today during knee surgery. It could be heard emitting screeching sounds as the motor struggles to turn. There was no delay or adverse impact on the patient experienced.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. Evaluation of the device observed that the handpiece struggled to turn and emitted a grinding sound. The handpiece did not appear to have any external damage. It was also observed that the motor did not meet the rpm specification and ran rough due to moisture entering the handpiece which resulted in the motor armature being rusted and bearing becoming defective. The most probable root cause of the reported event is moisture entering the handpiece. The device was serviced and returned to the customer.